Manufacturer narrative:
PMA 510k #k210476. Device evaluation: 1 unit of lot c1951295 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation a proximal kink below the sheath extender was observed. Distal end of sheath appeared to be pierced. Needle handle was unable to advance but once needle was removed it advanced and retracted without issue. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1951295 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender leading to the resulting difficulty with the needle advancing. This difficulty in advancement could have resulted in a jerking movement of the needle which may have caused the tip of the needle to penetrate the distal end of the sheath as observed during the lab evaluation. A CAPA (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the (B)(6) 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA . Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplement report being submitted due to the completion of the investigation on 14-aug-2023

Manufacturer narrative:
PMA 510k# k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure, user detected the needle advance difficulty and the needle penetrated the sheath. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."